Event description:
Procedure performed: laparoscopic liver resection. Event description: [hospital]. Dealer: [institution]. Report from the sales rep via email; the tip of the ca500 felt bent, and as a result of emptying it outside the body before use, sometimes it could be loaded and sometimes it could not. This unit will be returned. The investigation report has not been requested by the hospital. Amj always sells medical devices to sales dealers, then the dealer sells them to hospitals. Per amj operation team, the device was purchased through a sales dealer. The lot trace was performed using account ID, [institution]. Patient status: na (incident occurred prior to use on patient). Intervention: the product was replaced with the same product in the hospital's inventory and the surgery was completed.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit where it was observed that the remaining clips did not load or close properly, which confirmed the complainant¿s experience of no clip loaded. Visual inspection observed the feeder teeth, an internal metal component, being bent inward. Based on the condition of the returned unit, it is likely that the reported event was caused by the damaged feeder, which likely occurred during device usage. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified. The probability and criticality of the harm resulting from this event have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: laparoscopic liver resection. Event description: [hospital]. Dealer: [institution]. Report from the sales rep via email; the tip of the ca500 felt bent, and as a result of emptying it outside the body before use, sometimes it could be loaded and sometimes it could not. This unit will be returned. The investigation report has not been requested by the hospital. Amj always sells medical devices to sales dealers, then the dealer sells them to hospitals. Per amj operation team, the device was purchased through a sales dealer. The lot trace was performed using account ID (B)(6), [institution]. Patient status: na (incident occurred prior to use on patient). Intervention: the product was replaced with the same product in the hospital's inventory and the surgery was completed.